Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered within range at the time of the event and no other patient samples were impacted. Reaction kinetics were correctly evaluated by the system software. Preanalytical issues such as not properly mixing the patient sample cannot be ruled out as a potential cause of the event. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time (pt) and prothrombin time international normalized ratio (inr) result were obtained on a patient sample on a sysmex cs-2100i system using thromborel s reagent. The discordant results were not reported to the physician(s). The sample was respun and was repeated for pt and inr, both of which recovered lower. The same sample was then repeated a second time for pt and inr, recovering lower and confirming the lower results. The inr result obtained from the first repeat was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prothrombin time (pt) and prothrombin time international normalized ratio (inr) results.